Event description:
The remaining biotronlk lead was removed via laser lead extraction. The patient leu the room in no apparent distress. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).